Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during a scope cleaning on (B)(6) 2025. During scope cleaning, the tip of the hedgehog including all the bristles broke off in the scope a new brush was used to push out the broken one. There was no patient involvement in this event.